Event description:
Pt had davol jackson - pratt drain inserted 4/19/97. On 4/24/97 upon removal of pt's dressing the jackson pratt drain was seen to be broken about 1/2 inch from the place where the clear tubing meets the drain. Pt required an add'l surgical procedure to remove this drain (returned section).